Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. This report represents the delivery system used during the case. Please reference related manufacturer report 2015691-2021-02267 and 2015691-2021-02268. The investigation is ongoing.

Event description:
Prior to implant of a 26mm sapien 3 ultra valve in the aortic position, the patients right femoral access was treated with a shockwave prior to esheath insertion due to calcification. The 14fr dilator passed through the vessel easily and the 14fr esheath was inserted. While advancing the valve and delivery system through the esheath, there was difficulty traversing the delivery system through the esheath. The delivery system was pulled back and then advanced forward to traverse through the esheath. The delivery system advanced a little farther, but resistance was met. Propofol was used. While attempting to advance the devices again, it was noticed that the pusher had been pulled back from the valve. The delivery system was reset so the pusher was up against the valve. The devices were unable to be advanced and the entire system was withdrawn as one unit. A 16fr esheath was inserted into the patient and a new 26mm sapien 3 ultra valve was able to be deployed. Cath gradient was 3mmhg post tavr. There was no injury to the patient. There was damage to the valve (bent valve struts). The loader was able to be fully inserted into the sheath/sheath housing. The sheath was not inserted at a steep angle. The difficulty was experienced at the expandable portion of the sheath. The delivery system was in the hand off default position during insertion. The surgeon did cut the esheath away from the delivery system as the second valve/delivery system was being prepared. Product was intact when it was withdrawn from the patient. During pre decontamination evaluation the sheath liner was torn 6cm from the distal tip, and 10 cm in length. Liner strands were also seen. There was damage on the hdpe seam along the liner tear. The hdpe material was scraped off at the cut location and detached, which become a loose piece during evaluation. During pre decontamination evaluation the delivery system balloon was found to have a pinhole leakage near the center of the inflation balloon.

Manufacturer narrative:
The devices were returned to edwards lifesciences for evaluation. During visual inspection it was observed there were two (2) struts bent outward at the inflow. There was compression on the delivery system flex shaft. A pinhole leak was observed on center of the inflation balloon. There were gouges on flex tip. Imagery provided by the site showed the patients right access vessel had presence of calcification, tortuosity and was undersized. Snake view of access vessel showed tortuosity. Stretch view of access vessel showed calcification. Post procedure image shows the valve positioned on the inflation balloon with blood present in the balloon, which is indicative of a leak. During dimensional inspection, the inflation balloon double wall thickness was measured and was found to meet specification. Due to the nature of the complaint (balloon leakage), no functional testing was able to be performed. DHR review did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Review of lot history revealed no other similar complaints. A complaint history review on confirmed device complaints (returned and no product returned) from april 2020 to march 2021 revealed other similar complaints. However, no edwards defect was identified. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing nonconformances contributed to the reported events. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, delivery system insertion through sheath: correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Shorter loader (valve sizes 20, 23 and 26mm): loader does not peel away. Keep loader completely inserted in sheath until just before delivery system removal at end of procedure to maximize system working length. Longer loader (valve sizes 20, 23, 26 and 29mm): if working length is sufficient, peel away the loader tube. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Note: in expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1 to 2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over manipulate the sheath at any time. Thv retrieval back into sheath tip: thv can be retrieved through sheath only before thv deployment (still crimped). Ensure the thv is centered on the flex tip. Ensure delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not reuse the sheath, thv or delivery system once thv is retrieved. Note: crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. Note: do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Note: retrievability is based on preclinical testing. No IFU/training deficiencies were identified. The complaint was confirmed by the provided imagery and condition of the returned device. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, complaint history review and lot history did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. During evaluation, the delivery system balloon was found to have a pinhole leakage near the center of the inflation balloon. As the condition of the returned valve showed bent struts and post procedure image shows the valve on the inflation balloon, it is likely that excessive handling during attempts to retrieve the valve out of the patient caused it to move towards the inflation balloon. If there was any noncoaxial interaction of the inflow struts against the inflation balloon during these maneuvers, it is possible for a valve strut to pierce the inflation balloon causing the observed damage. Evidence of manipulation of the delivery system is present in the compression of the flex shaft and flex tip gouges. Available information suggests that procedural factors (excessive manipulation, noncoaxial interaction of valve strut against inflation balloon) may have contributed to the reported event. The complaint balloon leak was confirmed. No labeling inadequacies and no manufacturing nonconformances were identified during the evaluation. Available information suggests that procedural factors (excessive manipulation, noncoaxial interaction of valve strut against inflation balloon) may have contributed to the reported event. Since no product nonconformances, labeling or IFU/training manual deficiencies were identified, no corrective and preventative actions nor risk assessment is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.